Manufacturer narrative:
(B)(4). Method: device not returned. This device is not available for return and evaluation because it has been discarded by the hospital. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth). In this case, it was reported this device was calcified. However, the device was not returned to edwards for analysis. The cause of the reported stenosis from calcification is most likely due to patient related factors. However, without return of the device for evaluation, we are unable to confirm the clinical comments provided and the root cause for calcification of this device remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 29mm bioprosthetic aortic valve, implanted approximately thirteen (13) years, five (5) months, and twenty five (25) days, was explanted and replaced with another 29mm aortic pericardial valve. Through follow up with the health care provider, the operative report was provided indicating this explant was due to aortic valve stenosis and regurgitation, aortic root and ascending aortic aneurysm. The operative notes state: tear in the left coronary leaflet of the bioprosthetic valve and heavy calcification of the right leaflet resulting in leaflet immobility. The bioprosthetic aortic valve was well seated, but had obvious degeneration. Old sutures were cut, and the valve was excised. The patient was weaned from cbp without difficulty. Aortic valve function was normal. There were no known complications.